Event description:
It is reported that the patient experienced a blank screen on their insulin pump. The patient's blood glucose level was unknown. Trouble shooting was performed and issue was resolved. Pump not returned. No further information available

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.